Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited a spike in the shock impedance measurements of greater than 200 ohms, and then lowered down. Shock impedance measurements then increased again to greater than 200 ohms. Reprogramming took place to change the shock vector to rv coil to can. The patient had a follow-up appointment with the electrophysiologist, and no additional programming changes were made. There have been no adverse patient effects, and no inappropriate therapy or missed therapy. The device remains in service.